Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 733467, serial/lot #: 2.3. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system became unresponsive when the user was going into register. The user was unable to move the patient tracker. They could move the mouse and go back/forward in the tasks, but the system would not let them move the patient tracker. A soft reboot (ctrl + alt +backspace) was performed and the issue was resolved on call. There was no patient involvement.